Manufacturer narrative:
Manufacturer¿s ref. (B)(4).. It was reported through the excellent study that during the mechanical thrombectomy procedure, the 5 x 33mm embotrap ii revascularization device (et009533 / 19j187av) was used with the 0.021¿ inner diameter rebar¿ microcatheter (medtronic); when the physician attempted to reload the embotrap device into the microcatheter to advance it but the embotrap could not advance. The device was removed along with the microcatheter losing the target position. The stent retriever component of the embotrap device appeared damaged at the area of the connection between the pusher wire and the attachment site of the device. It was confirmed that the insertion tool was securely placed in the hub of the microcatheter prior to the attempt to advance the embotrap device. The rotating hemostasis valve (rhv) was tightened and the insertion tool was held in place. The device was flushed without any difficulty and it was advanced through the hub of the microcatheter; it could not be advanced through the microcatheter. There was no kink or other damage noted on the microcatheter. It was reported that a 4 x 20mm solitaire¿ stent retriever (medtronic) when used with the microcatheter also encountered issue with advancement through the microcatheter that required the microcatheter be removed after which the microcatheter was flushed with significant resistance but it was flushed free and the solitaire stent system was taken back into position with the wire and the solitaire stent retriever was used. The reported issue with the embotrap device did not result in any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of the device history record (DHR) associated with this lot (19j187av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported complaint related to the embotrap device used during the procedure could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. It is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. The complaint did document that a 4 x 20mm solitaire¿ stent retriever (medtronic) when used with the same microcatheter also encountered issue with advancement through the microcatheter lumen that required the microcatheter be removed after which the microcatheter was flushed with significant resistance. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported through the excellent study that during the mechanical thrombectomy procedure, the 5 x 33mm embotrap ii revascularization device (et009533 / 19j187av) was used with the 0.021¿ inner diameter rebar¿ microcatheter (medtronic); when the physician attempted to reload the embotrap device into the microcatheter to advance it but the embotrap could not advance. The device was removed along with the microcatheter losing the target position. The stent retriever component of the embotrap device appeared damaged at the area of the connection between the pusher wire and the attachment site of the device. It was confirmed that the insertion tool was securely placed in the hub of the microcatheter prior to the attempt to advance the embotrap device. The rotating hemostasis valve (rhv) was tightened and the insertion tool was held in place. The device was flushed without any difficulty and it was advanced through the hub of the microcatheter; it could not be advanced through the microcatheter. There was no kink or other damage noted on the microcatheter. It was reported that a 4 x 20mm solitaire¿ stent retriever (medtronic) when used with the microcatheter also encountered issue with advancement through the microcatheter that required the microcatheter be removed after which the microcatheter was flushed with significant resistance but it was flushed free and the solitaire stent system was taken back into position with the wire and the solitaire stent retriever was used. The reported issue with the embotrap device did not result in any patient adverse event or complication.